Event description:
The customer called reporting they received an error 3 message and were unable to test using their meter. During troubleshooting, it was discovered that the uom was selectable. No report of deat, serious injury or mistreatment was noted.

Manufacturer narrative:
Follow up report will be filed if product is returned for evaluation. Customers and retailers have been informed through the, fa16may2006 letter.